Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customers reported via phone call that they have had several low blood glucose levels for about 2 weeks. Her blood glucose was 233 mg/dl at 4:00 am and she stated that she used the bolus wizard. The customer said that two hours later, her blood glucose dropped to 23 mg/dl. She treated with food. Her current blood glucose is 151 mg/dl. The customer was advised to disconnect from the insulin pump. During troubleshooting, the customer said that the drive support cap moves when she pushes it. She was advised that, based off of that, the insulin pump needed to be replaced. Insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The test transmitter communicated properly to the pump. No unexpected lost sensor alarm noted. The insulin pump received with minor scratched display window, broken battery tube threads, cracked reservoir tube lip and cracked reservoir tube. Drive support was inspected and no anomaly was noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.